Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer reverted to an alternate method of insulin therapy. The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to treat the bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.